Event description:
Customer reported he was having problems getting insulin. Customer's blood glucose was 555 mg/dl, treat with the insulin pump. Troubleshooting was performed. Customer's symptom was just thirsty. Customer stated she had done a complete set change prior to call. Customer was advised to monitor the device and if high blood glucose persist to call back to troubleshoot the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.